Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) is on the pre-mitigation list. In addition, the device and this transvenous implantable lead exhibited varied pacing thresholds from 2v to 0.6v. Pacing impedance increased to 1600 ohms. A possible lead fracture is suspected.